Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, active current measurement and self test. Insulin pump received with high sleep current measurement due to moisture damage on electronic board stack. No unexpected change battery alerts or low battery alerts noted during testing. No unexpected replace battery alerts or replace battery now alarms noted during testing or in the pump trace download. Corroded force sensor assembly and moisture damage on motor assembly.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarms. The insulin pump received a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.